Manufacturer narrative:
The sample was not provided, however pictures of the device in question were provided by customer along with a lot number. Visually it appears there was a malfunction of the membrane. The review of the batch record was conducted and all testing was found to be within specifications including for membrane integrity. Additionally, there are cameras to inspect the membrane and no issues were noted during production of the lot. Review of calibration and maintenance records found everything to be up to date. After the investigation of the records concluded, the customer confirmed no anomalies were seen prior to use and they also stated they were now unsure of the lot number of this specific device. A review of the complaint database found no other identical complaints on this connector for last five years. The exact root cause of the membrane malfunction is unknown. We will continue to monitor and trend for this defect.

Event description:
The customer called to state the following had occurred: on the evening of wednesday, march 20th an employee was removing a bottle from the versatrek unit. Upon removing the bottle from the instrument, blood squirted from the bottle onto the employees face, getting into the employee's eyes. The employee was wearing gloves, a lab coat, and their personal glasses at the time of the incident. The employee immediately washed their face and contacted the occupational health department. The bottle was a negative bottle being removed at the end of the incubation period that did not contain any bacterial growth. The customer stated the connector appeared to be missing the top piece upon removal. The customer is able to see directly down into the connector, and it appears the needle is visible from the opening.